Event description:
It was reported that inner sterile package was found to be leaked. The issue was found before surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 1 018 products biomet bone cement 2x40g, reference 3035890022, batch a511al1502 were manufactured on 28 july 2015. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. The review of the sterilization certificate indicates that the products were sterilized according to the specification. No other complaint has been recorded for this issue for biomet bone cement 2x40 g, reference 3035890022, batch a511al1502 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g, reference (B)(4), batch a511al1502 were manufactured on 27 july 2015. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (packaging: inner pouch open sealing). The review of the sterilization certificate indicates that the products were sterilized according to the specification the device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inner sterile package was found to be leaked. The issue was found before surgery.